Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: dates: (B)(6) 2012, inratio: 2.2, lab: 1.70, time between testing: (one hour); (B)(6)2012, 3.0, 2.56, (15 minutes); (B)(6) 2012, 3.7, n/a, (n/a). Coumadin level was elevated based on the lab result. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the increase in coumadin dosage that was reported in this complaint. Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: dates: (B)(6) 2012, inratio: 2.2, lab: 1.70, mean: 1.95, confidence limits (1.3 - 2.7); (B)(6) 2012, 3.0, 2.56, 2.78, (1.7 - 3.8). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inratio result from (B)(6) 2012 was excluded from data analysis because time between tests exceeded three hours. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 276979. Test results as follows: donor: 213, inratio results: (1.7, 1.8, 1.7), reference: 1.75, bias threshold: (1.25 - 2.25), %cv: 3.33; 205, (2.9, 3.1, 3.0), 3.29, (2.29 - 4.29), 3.33. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. One inratio test on (B)(6) 2012 did not have correlation testing. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. Root cause could not be determined. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action ((B)(4)), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.